Manufacturer narrative:
The customer was sent a harmony pump. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis and was prescribed an antibiotic; however, the mastitis turned into an abscess, which required surgery. She indicated that she was doing well and has a follow up appointment to have the drain removed. The device was returned with the customer's parts and accessories and was evaluated on 03/01/2018. The evaluation determined that the suction was low due to the customer's valves being scratched. After re-testing the device using medela valves and membranes, suction tested at -240 mmhg at the max setting, which meets specification. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that the suction on her swing breast pump was low. The customer indicated that she used it everyday, but developed mastitis and had breast surgery two weeks ago. She alleged that since then, she has been able to get more milk out hand expressing than pumping. She has changed the valves and membranes and even tried flushing the pump.